Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image was shifting due to the defective (damaged) charge coupled device and failed leak test due to crack on the switch unit. The date of event is unknown. A supplement report will be submitted if provided. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited discolored rear cover, image shifted due to the defective ccd (charge coupled device), rusted coupler, and a failed leak test. There was no patient involvement.